Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a picture showing an open and unused sample with part of the thread still wound on the pack and, outside the racepack there is a detached needle which appears to be the same as the one in code-batch involved. However, without any closed and/or the defective sample found, a further analysis cannot be conducted. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most likely root cause is that this issue arose from an error during the manufacturing process. Probably, a needle came loose and was mistakenly included in the package. Final conclusion: taking into account that the picture received shows a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The customer reported that there was one additional needle found inside the packaging that exceeded the expected quantity. Additional information has not been received.